Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03002 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010. According to the complainant, after removing the electrode, a second to third degree puncture burn was noted. The insulation was found to have peeled 2 to 3 centimeters from the distal end. The physician indicated that severe resistance was encountered while inserting the electrode into the needle guide and believes that the peeled insulation may have resulted from bending the reused needle guide. The leveen needle electrode was replaced and roll-off was achieved after 10 to 15 minutes to complete the procedure. The patient's burn was treated with ointment and gauze.

Manufacturer narrative:
(B) (6).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03002 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, after removing the electrode, a second to third degree puncture burn was noted. The insulation was found to have peeled 2 to 3 centimeters from the distal end. The physician indicated that severe resistance was encountered while inserting the electrode into the needle guide and believes that the peeled insulation may have resulted from bending the reused needle guide. The leveen needle electrode was replaced and roll-off was achieved after 10 to 15 minutes to complete the procedure. The patient's burn was treated with ointment and gauze.

Manufacturer narrative:
A visual examination of the returned device found that the insulation on the distal end of the cannula had peeled and tore off. The damaged insulation began 10.3 centimeters from the handle body and extended to the cannula distal end. Additionally, an area of insulation discoloration was identified 1.8 centimeters from the handle, but the cause of the mark is not known. Functionally, the array was able to be actuated, but resistance was encountered due to heavy residue on the array. The condition of the returned incident device was consistent with the complaint incident that the device could have led to the puncture site burn. During the evaluation, the electrode's insulation was found to be damaged. However, the account indicated that the electrode was used with a metal needle guide. The directions for use (dfu) caution the user about the burn potential when the electrode is used in conjunction with a metal needle guide. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).